Manufacturer narrative:
Other, other text: d10, h3, h6 - conclusion codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device was received in good physical condition. Device turns on but does not go into "operation mode". The green led on the display is not lit. The return tube was found to have cracks and evidence of fluid ingression on the printed circuit board (pcb). Pcb also has suspect markings on display side, around solder connections for the relays (could be from manufacturing process). Pump has been replaced. The pump wire has been incorrectly routed. The heater tubing's have been incorrectly secured to pump manifold with tie wraps instead of oetiker clamps - causing leaking. The root cause was attributed to design: cracked return tube leaking fluid onto pcb. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions: replaced the pcb and return tube. Re-routed the wiring for the entire device. Replace the tie wraps (on heater tubing) with correct oetiker clamps because of incorrect install of pump. Replaced o-rings and fan guard per preventative maintenance (pm). Device passed functional testing.

Event description:
It was reported that the warmer had no water flow. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.